Manufacturer narrative:
Updated h6: type of investigation (b). Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).

Manufacturer narrative:
According to the facility, "the syringe has a narrow neck and it breaks during injection sometimes." Per the facility, "this was not used during patient care, mds was testing the manifold and it (the syringe) broke." No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, "the syringe has a narrow neck and it breaks during injection sometimes."